Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in-clinic for follow-up. Capture threshold had increased on the left ventricular lead. This was noted to be caused by lv remodeling. The lead was removed and discarded. The patient was in stable condition.